Event description:
Home health nurse reporting patient got up and program restarted. Per nurse patient has 300ml left and was almost at step 4 of day 2 40gm infusion, reprogrammed pump for infusing remaining 300ml + 10ml overfill. Per nurse, pump also gave pump maintenance alarm. Scheduled pump maintenance. Serial number - (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Upon patient return did we replace device? Yes. If yes, was the patient able to successfully continue their infusion? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Cidp (chronic inflammatory demyelinating polyneuropathy).